Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a definitive cause for the reported difficult to remove (clip getting caught in clip introducer) cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the difficulty removing the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced without issue. The clip delivery system (cds) was then advanced just 5cm past the blue line, but the physician believed the insertion didnt feel right and suspected that the devices were not properly aligned. The cds was pulled back, but the clip became caught on the clip introducer. The sgc and cds were removed and replaced. The procedure was completed with one clip implanted, reducing the mr to 2. There was a good outcome with no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided regarding this issue.